Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If the device is returned, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Potential factors for dislodgement include inadequate deployment (due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion) and incomplete detachment of the valve from the delivery catheter system (dcs). In this case it appears that incomplete detachment of the valve from the dcs was the cause for the reported dislodgement reported. The corevalve instructions for use (IFU) instructs the user to verify that both frame loops have completely released from the delivery system before attempting to withdraw the dcs. It is unknown whether the user noted tension while trying to withdraw the dcs or followed the IFU to check the frame loops before withdrawal. The IFU also provides techniques to release the delivery system in the event that a frame loop is still connected. The device was not returned for analysis nor was any procedural imaging provided for review, therefore a conclusive cause could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the attempted implant of this transcatheter bioprosthetic valve, the valve frame loops would not release from the delivery catheter system (dcs). A lasso was used without resolution in releasing the valve from the dcs, and in the process dislodged the valve (while attached to the dcs) up above the aortic annulus. The valve eventually released itself from the dcs after 45 minutes, and was left in the patient with the second half of the valve in the sinus of valsalva above the annulus. A second valve was successfully implanted with good results. No adverse patient effects were reported.